Event description:
The core impaction drill was sent for evaluation due to overheating during a tooth extraction procedure. Another device was used to complete the procedure. No adverse event was reported.